Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laparoscopic gastric bypass procedure, the device is working for a while and then the needle jams in the device. To correct the condition, a new device was used. No patient issues occurred.